Manufacturer narrative:
Reason for reoperation: capsular contracture and ptosis. The event of "capsular contracture and ptosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, wrinkling/rippling, change shape/size/style, ptosis" via the national breast implant registry (nbir). This record is for the right side. Device was explanted and replaced with another manufacturer's device.